Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown initial reporter: address unavailable. Bd corporate address used. Results - a sample was not returned for evaluation. Rubber sleeves of 10 retained samples were visually checked by microscope. No defects were observed. Five retained samples were pressure leak tested. No leakage at tip of the rubber sleeves. The same 5 samples were punctured into blood collection tubes. No leaky rubber sleeves were observed. The rubber sleeve recovered over the needle after puncture. We reviewed the documents of the concerned lot, there is no historical documentation that indicates a deviation. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode. It was discovered that the leak resulted from the user deviating from the IFU by not using a holder for the luer adapter.

Event description:
It was reported that there was a leak at the rubber sleeve of a 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set. No injury or medical intervention reported.